Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an extracorporeal membrane oxygenation (ECMO) retrieval procedure, after cannulating the right femoral vein, the bio-medicus life support cannula's connector was found to be cracked and deemed unsafe to use. The clinical team noted that the cannula "didn't click like the other one." It was also reported that the haemostasis cap was not used during the assembly of the cannula. The investigation into potential damage by the clinical team during insertion was inconclusive, and it was suggested that the translucent haemostasis cap might have been discarded in error prior to assembling the introducer into the cannula. The customer expressed concern that the translucent haemostasis cap's color matched the packaging, potentially leading to oversight. A new cannula was placed into the patient without harm. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Additional information h6.4 eval code conclusion (fdc/annex d): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of damage/crack in the connector. The hemostasis cap was not returned. Reason for return was confirmed. Additional information b5: medtronic received additional information that there was minimal patient blood loss as a result of the crack. There was no unplanned blood transfusion required. The customer used the initial insertion site for the replaced cannula. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.